Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (300 mg/dl). The pump supplies and insulin were changed. Multiple boluses were needed to lower the bg to 160 mg/dl. A pump system check was performed and no device issues were identified. The customer was satisfied.